Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements less than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that there was no evidence of a shorted condition. At this time, the patient will continue with normal follow up visits as no intervention will be scheduled at this time.